Manufacturer narrative:
Patient weight is unavailable. Device lot number and expiration date are unavailable. The device was discarded before this information could be obtained. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a coronary vascular intervention procedure to treat a lesion in the left main artery, a perforation occurred. Reportedly, three passes were made successfully with the elca device. Post-atherectomy angiogram showed a complication in the proximal lad. The lesions were covered with a stent and the patient was stabilized. However, later that night the patient condition worsened and the patient expired. The patient death was reportedly due to multiple co-morbidities coupled with the complication in the lad.